Event description:
The customer reported that when they would make an exposure the system would display a white screen. This resulted in a loss of the live image. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The nodes were flashed and the configuration files were reloaded. The system was then found to be operating as intended.